Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. PMA/(510)k #: k163018.

Event description:
Literature: eus-guided biliary drainage for unresectable malignant biliary obstruction: 10-year experience of 99 cases at a single center. Kanno et al 2018. Device: zilbs. To evaluate clinical outcomes of endoscopic ultrasound (eus)-guided biliary drainage (eus-bd) for unresectable malignant biliary obstruction for cases in which endoscopic retrograde cholangiopancreatography (ercp) failed at a high volume center. Eus-bd was attempted in 99 patients during the study period. 75 patients received eus-bd after an ercp attempt and 24 patients underwent eus-bd without an ercp attempt because the papilla was not accessible. A plastic stent (7-fr flexima, boston scientific; 7-fr single pigtail stent, cx-r stent type it, gadelius medical) or a metal stent (fully covered zeostent, zeon medical, tokyo, japan; fully covered x-suit nir, olympus; partially covered niti- s, century medical co., ltd., tokyo, japan; or uncovered zilver/zilver 635, cook) was deployed at the puncture site or in a malignant stricture. "In one patient, a metal stent which was attempted to be placed at the choledochoduodenal puncture site was dislocated toward the bile duct side during the procedure and its proximal edge moved outside the duodenum. An additional metal stent was deployed in the same session." Spontaneous stent dislodgement occurred in one without recurrence of jaundice and in two with such recurrence. As per clinical input ¿the procedures of eus-bd in relation to stent placement seemed to be off-label use.¿

Manufacturer narrative:
510(k): k163018 the zilbs device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilbs devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl it should be noted that the instructions for use (ifu0065-3) states the following: ¿contraindications ¿contraindications include those specific to ercp and any procedure to be performed in conjunction with stent placement.¿ "precautions standard ercp technique for placement of biliary metal stents should be employed." There is evidence to suggest the user did not follow the IFU. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A definitive root cause of off-label use was identified from the available information. It is possible that using the device off-label resulted in the device migrating upon deployment. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, one patient required a second stent during the same procedure as a result of this occurrence, one patient presented with recurrent jaundice and two other patients experienced stent dislodgement but did not present with recurrent jaundice. Complaints of this nature will continue to be monitored for potential emerging trends. - attachment: [kanno - eus-guided biliary drainage for unresectable malignant biliary obstruction.pdf].

Event description:
The investigation was completed on the 13-jul-2020: follow up MDR is being submitted to include the investigation conclusions literature: eus-guided biliary drainage for unresectable malignant biliary obstruction: 10-year experience of 99 cases at a single center. Kanno et al 2018. Device: zilbs to evaluate clinical outcomes of endoscopic ultrasound (eus)-guided biliary drainage (eus-bd) for unresectable malignant biliary obstruction for cases in which endoscopic retrograde cholangiopancreatography (ercp) failed at a high volume center. Eus-bd was attempted in 99 patients during the study period. 75 patients received eus-bd after an ercp attempt and 24 patients underwent eus-bd without an ercp attempt because the papilla was not accessible. A plastic stent (7-fr flexima, boston scientific; 7-fr single pigtail stent, cx-r stent type it, gadelius medical) or a metal stent (fully covered zeostent, zeon medical, tokyo, japan; fully covered x-suit nir, olympus; partially covered niti- s, century medical co., ltd., tokyo, japan; or uncovered zilver/zilver 635, cook) was deployed at the puncture site or in a malignant stricture. "In one patient, a metal stent which was attempted to be placed at the choledochoduodenal puncture site was dislocated toward the bile duct side during the procedure and its proximal edge moved outside the duodenum. An additional metal stent was deployed in the same session." Spontaneous stent dislodgement occurred in one without recurrence of jaundice and in two with such recurrence. As per clinical input ¿the procedures of eus-bd in relation to stent placement seemed to be off-label use.¿